Manufacturer narrative:
The manufacturer internal reference number is: (B)(4).

Event description:
Additional information has been received and it states that the product broke before installation. The product has not been kept.

Event description:
A pharmacist reported that they noticed a broken implant leg (haptic) so, they want to change the implant. Additional information has been requested.

Manufacturer narrative:
A product was not returned for analysis. Complaint history and product history records were reviewed and documentation indicated the product met release criteria. Root cause has not been identified. The manufacturer internal reference number is: (B)(4).